Event description:
It was reported a patient was sitting in an ocean vip hygiene chair above the toilet. The staff left him alone while he took care of his stomach. The screw that secures the lap belt on the left side fell out, the lap belt came loose, and the patient fell forward. The staff found him lying on the floor, stuck in his ankle braces. The patient suffered a lower leg fracture.

Manufacturer narrative:
Invacare was made aware of an event that occurred in sweden involving an ocean vip mobile shower chair. Invacare is filing this medwatch in an abundance of caution due to the ocean vip shower chair is sold in the u.s. The subject device was manufactured by invacare germany, aquatec operations. The lap belt (pelvic belt) is an optional accessory. The device was nearly 12 years old at the time of the incident. The shower chair was inspected and it was determined the screw that holds the lap belt had loosened over time.the lap belt and ankle harness were fitted (B)(6) 2016, but it is unknown if any maintenance/safety checks were performed on them since then. The aquatec ocean vip ergo/aquatec ocean dual vip ergo user manual states to regularly ensure that product is securely assembled, and all screws are properly tightened.